Event description:
Operator reports a leak coming from behind the syringes and tubing area onto the floor. No pt samples were affected and no operators were harmed. The field service representative determined a broken waste fitting to be the cause and replaced the fitting. Performance tests were performed and proper waste flow through the analyzer was verified.